Manufacturer narrative:
The field service engineer (fse) found that the reference and the dirty sipper were contaminated due to improper preanalytic handling. The fse changed the seal, sipper, and silicone hoses, and decontaminated the sipper sample path and the reference. He then performed purges, ise checks, precision studies, and qc, and they were within specifications. The maintenance actions performed by the fse resolved the preanalytic issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 6000 c501 module. Initial result: 166 mmol/l. The initial high result prompted repeat testing of the sample in 10 different cuvettes, and the repeat results ranged between 137 mmol/l and 166 mmol/l. The repeat results were deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer had calibration and qc issues, and they went back within the ranges upon repeat. Several calibration alarms and compensated value alarms were noted. The time for both the clotting and the centrifugation was short. The investigation is ongoing.